Event description:
Upon initial risk assessment, it has been determined that the reported device did not cause or contribute to the event. Event is no longer considered reportable, and initial report should be voided.

Manufacturer narrative:
Upon initial risk assessment, it has been determined that the reported device did not cause or contribute to the event. Event is no longer considered reportable, and initial report should be voided

Manufacturer narrative:
(B)(4). Source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-03270, 0001825034-2020-03271, 0001825034-2020-03273, 0001825034-2020-03274, 0001825034-2020-03275, 0001825034-2020-03276, 0001825034-2020-03277, 0001825034-2020-03278, 0001825034-2020-03279, 0001825034-2020-03280, 0001825034-2020-03281. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was debris in the sterile packaging. No adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable at this time.